Event description:
It was reported that noise was observed on the rv and ra leads. During lead revision a firmware download on the device was not possible due to an error requiring device restart. The device was explanted. The leads were tested with the new device and tested normal. The leads remained implanted. The patient was stable during and after the procedure.